Manufacturer narrative:
A supplemental MDR will be filed upon completion of the investigation.

Event description:
On (B)(6) 2020, a customer contacted a candela corporation employee and alleged individuals were treated with profound laser and still had discoloration or pitted and uneven skin texture. Additional information has been solicited; event and details are unconfirmed. This case will be re-assessed and updated upon receipt of new, relevant information and a supplemental report will be filed.

Manufacturer narrative:
A field service technician evaluated the device on-site at the clinic. System and applicators were evaluated; no issues found; meets candela specifications.

Event description:
Per follow-up information received on 25-aug-2020, customer reported that a 43-year-old female patient with fitzpatick skin type ii had dermal profound treatment to her face and neck on (B)(6) 2020. Patient experienced "severe swelling" and "redness" post treatment. Customer reported profound treatment resulted in "severe hyperpigmentation, pitting, and scarring to face and neck." Customer reported patient was treated with decadron, hydroquinone and exceed microneedling treatment. Test spot was performed. No recent sun exposure. Reported treatment parameters include temperature at 67 degrees celsius, 3 second duration, 2 mm pulse spacing, and 1001 insertions. No picture(s) received to review severity of injury.

Manufacturer narrative:
A field service technician evaluated the device on-site at the clinic. System and applicators were evaluated; no issues found; meets candela specifications. A review of the profound user manual notes: any procedure perforating the skin can cause discomfort, pain, bleeding, infection, swelling, edema, scar formation, permanent marking and pigment alteration. Potential risks which could result from the profound treatment include discomfort during and after the procedure, pain, infection, scarring, swelling or edema, permanent discoloration, nerve damage, and/or loss of sensation. Therefore, the cause for this event is known inherent risk of device indicating that the reported adverse event is known and documented in the labeling (including both short or long term known complications or adverse reactions). A review of the device risk management file reveals no new harm, or hazard, and no change to risk rating. Field h6 component code was left blank due to the fact that it was not determined if the device resulted in the adverse event and the component code 1023 was not available in esubmitter.